Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the doctor found connector broken during clinical inspection before using on patient". No patient involvement reported.

Manufacturer narrative:
(B)(4). The customer returned one unit 5-16139 et tube, sher-I-bronch, rs, 39 fr for investigation. The et tube was also returned with the double swivel valve assembly (both swivel valves and y connector) and two suction catheters. All devices were returned in their original packaging. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the connector on the tracheal swivel valve was broken inside the packaging. The swivel valve is a component purchased from a supplier. The reported complaint is confirmed based on the sample received. The connector on the tracheal side of the swivel valve was broken inside the packaging. The swivel valve is a component purchased from a supplier. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported that "the doctor found connector broken during clinical inspection before using on patient". No patient involvement reported.